Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using mission device. It was reported that prior to the procedure, the expiry date mentioned in the package was found to be incorrect. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was received and reviewed. The photo shows the one carton box. The carton box shows the product labelling information, the product label reflects catalogue number;2020 ms, lot#0001540159, exp date:28/05/2025 which does match and verifies with tw. The document within the photo is not provided by the manufacturing site. Based on the photo review, the reported event cannot be confirmed. Therefore, the investigation is unconfirmed for the reported device markings / labeling problem as the provided label meets the specification of the labelling document. A definitive root cause for the reported device markings/ labelling problem could not be determined based upon the provided information. It is unknown whether procedural issues contributed to the reported event. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. By comparing the received label against document label, carton end, mission disposable core biopsy instrument/kit global. It was noted that the catalogue number, pk number, gauge size & needle length, lot number characters, use by date format, gtin number which was mentioned in the label was verified and it matched with the document. D4 (medical device expiration date, unique identifier (UDI) #), h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was getting prepared for a biopsy procedure using mission device. It was reported that prior to the procedure, the expiry date mentioned in the package was found to be incorrect. There was no patient contact.